Manufacturer narrative:
Reservoir, model- 720185-01, lot sn- 0178835010, mfg date- 06/22/2017, exp date- 06/22/2019, (B)(4).

Event description:
It was reported that the patient experienced pain from the knot of the tubing in the inflatable penile prosthesis(ipp) cylinder. The patient had surgery to explant the device and the doctor reported that one tube had collapsed. The patient wants to replace the device when the second operation is completed and new changes are made to the device. Additional information received that the doctor reported that the device collapsed into itself and would have had to be removed anyway. The device was explanted.